Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation. However, data was received and downloaded on 02/03/2015. A review of the downloaded data log confirmed the reported event of inaccurate blood glucose values.

Event description:
Patient's parents contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient's parents did not report any injury or medical intervention at the time of contact with dexcom technical support.